Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics regional business manager reported a patient expired during use of an alphavac multipurpose mechanical aspirator f18 c85. It was reported that the patient expired during a pulmonary embolism thrombectomy procedure. The physician believes that the patient's expiration is due to a suspected coronary embolism. Pressers were administered and CPR was performed, but attempts to revive the patient were unsuccessful. At this time, additional good faith effort is being performed to obtain further details.